Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. When the physician was aspirating the sheath after removing the dilator, the device was leaking air in. No air was observed inside the patient. The sheath was replaced with another of the same lot but the issue occurred again, so it was replaced with a different lot and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed two kinks at the distal end of the shaft. The sheath was prepared for leak testing by purging out the air inside the sheath with water. A leak was observed from the handle of the sheath. Thus, leak test was not further continued. The device was dissected and examined under the microscope to locate the source of air/bubbles and leakage. No damage was observed on the external and internal hemostatic valves. However, inspection of the flush lumen noted a tear on the luer where the adhesive filet bonds the lumen to the valve hub, creating an opening for air/bubbles and leaks.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. When the physician was aspirating the sheath after removing the dilator, the device was leaking air in. No air was observed inside the patient. The sheath was replaced with another of the same lot, but the issue occurred again, so it was replaced with a different lot and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.